Event description:
It was reported when using the bd microtainer® sst¿ tube there was discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: the "customer discovered a faulty microtainer. The liquid in the microtainers had solidified."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for additive abnormality was observed as the presence of barrier gel was observed to be located towards the top portion of the reservoir. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and the issue of additive abnormality was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® sst¿ tube there was discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: the "customer discovered a faulty microtainer. The liquid in the microtainers had solidified."